Event description:
It was reported that the customer was not able to prime the insulin pump. It was stated that the buttons were pressed continuously without any results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.